Event description:
It was reported to boston scientific corporation that an naviflex rx delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the ercp procedure, excessive force was applied to deploy the stent that the pullwire cap became detached. A kelly clamp was used to retract the pullwire to successfully deploy the stent at the target site the procedure was successfully completed with no reported patient complications. The patient was reported to be fine after the procedure. This event has been deemed a reportable event based on the investigation results; approximately 17.5 centimeters of the proximal end of the push catheter was broken as it was stripped by the pullwire.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter was received retracted inside the push catheter and the pull wire was extended at the proximal end of the device. The hub was in an unlocked position and the molded cap was missing from the proximal end of the pull wire. The pull wire was kinked/bent near the proximal end of the push catheter. The proximal end of the pull wire was bent indicating that pull cap was attached during manufacturing. The pull wire was stripped out of the push catheter approximately 17.5 centimeters on proximal end. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.